Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit came off its stand, hit the floor and the glass on the screen shattered. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
H10: the customer contacted the customer care solutions center (ccsc) for troubleshooting/evaluation of the device. According to the case note's, the ccsc provided the customer with pricing information for parts and bench repair. The customer then advised that they would follow up with their management to see how they would like to proceed and the case was closed.the cause of the reported problem was attributed to a missing locking screw. It is not known how or when the screw became missing. A good faith effort was made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.